Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a ¿shocking or jolting sensation.¿ it was also reported the patient was ¿charging more frequently¿ at the time of report. It was stated the patient experienced ¿lots of little shocks.¿ it was further stated the patient¿s shocks ¿began 3-4 months¿ prior to report and occurred ¿intermittently at first, becoming more persistent over time.¿ it was noted the shocks had ¿no specific position¿ associated with them. It was reported starting six months prior to report the patient began charging ¿more.¿ it was noted the patient was ¿charging every day¿ at the time of report and ¿previously charged every 3-4 days.¿ it was reported the patient ¿fell quite frequently, as her legs gave out.¿ it was noted the patient¿s falling dated back to (B)(6) 2013. Additional information reported the patient experienced ¿spikes where the patient was getting jolted.¿ it was noted this condition occurred while the patient was ¿sitting there lying in bed, walking, or doing anything.¿ it was stated the patient experienced the shocking ¿in her lower back, where the therapy was being delivered.¿ it was noted the patient fell ¿somewhere between 1-2 years¿ prior to report. It was further noted the patient experienced ¿pocket discomfort.¿ impedance testing revealed ¿normal¿ impedances. It was noted that both the reference electrode was changed and higher voltage values were used during the impedance test. It was reported the patient previously charged ¿every two weeks¿ and was ¿charging every week¿ at the time of report. Additional information stated impedance testing found ¿no significant results.¿ it was noted no malfunctions were seen and the cause of the issue was not determined. The patient was reprogrammed and was to check up a week after follow-up. It was noted the patient was ¿receiving effective therapy without complications¿ at the time of the follow-up report. A supplemental report will be filed if additional information becomes available.